Manufacturer narrative:
Investigation summary: a complaint of a small hole being found on the tubing was received from the customer. A sample was returned for investigation. An extension set and non bd set were also returned. No damages or defects were observed on the either set. The sample was visually inspected and no damages were noticed. The set was then primed and a pinhole leak was observed on the lower part of the silicone pumping segment. The customer complaint was confirmed. A device history record review for the provided model number and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The cause of pinholes in the pumping segment like the one on this sample is improper loading of the segment. The tubing should be loaded from top to bottom to prevent tears and holes. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd alaris pump module smartsite infusion set had a hole in it. The following information was provided by the initial reporter: "small hole noted in area of tubing that was in the chamber of the... Pump."